Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) states the end user driving the chair with her feet, the chair jumped backwards and pinned a teacher to the wall.